Manufacturer narrative:
The complaint device [commander delivery system, model 9610tf29 and lot# 60083083 is not sold or marketed in the us; however it is deemed similar to the commercially available commander delivery system models [9600lds29]. The delivery system has been returned for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during a transfemoral tavr procedure, when attempting to inflate the balloon, the contrast solution leaked out of the handle and the delivery system balloon could not be inflated. A 29mm commander delivery system prepared with nominal volume and advanced through the sheath. The physician pulled the balloon catheter shaft back until yellow marker was visible and locked the system; this positioned the distal tip of the crimped valve just before the center marker. The fine adjustment would not advance the valve. Trouble shooting was employed without success. At this point, the system was locked and traction was obtained using fine adjustment, allowing for the valve to reach the appropriate final alignment position between valve alignment markers. The delivery system tracked around the aortic arch and across the native annulus. The center marker positioned accordingly and rvp initiated, but when the physician attempted to deploy the valve, zero volume went to the balloon (physician delivered all of the contrast from the inflation device), indicating there was a leak somewhere proximal to the balloon. The valve was successfully withdrawn back into the sheath, and delivery system and sheath removed from patient. Another 29mm sapien 3 valve was successfully deployed with a new delivery system

Manufacturer narrative:
Conclusion code- design deficiency (B)(4). The device was returned to edwards for evaluation. The delivery system was returned inserted into the sheath with the crimped valve on the inflation balloon. The delivery system was returned in the locked position at the yellow marker band. During visual inspection a kink was observed on balloon shaft distal to yellow marker band. The device was unable to be de-aired during functional testing. Upon inflation of the delivery system, fluid was observed to be leaking from the handle area. The device was able to be pulled to the yellow marker band and locked without difficulty. During valve alignment testing with the fine adjust knob, slippage was observed after approximately 1.25¿ of fine adjust was used. The device was disassembled and a separation was observed on the balloon shaft proximal to the metal stop sleeve. The returned commander delivery system was dimensionally measured on any components that could possibly interact during the valve alignment function or contribute to the leak. All measured dimensions are within specification and no interference was noted. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. During manufacturing, the commander delivery system underwent 100% inspection for collet engagement, mechanical damage (e.g. Kinks, breaks), collet and shaft clearance, and fine adjust function. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan, which includes balloon knob engagement. The lot met statistical acceptance criteria. The complaint for fine adjustment difficulty could not be confirmed, during functional testing of the returned device. Review of this type of complaint revealed a potential manufacturing non-conformance related to the reported event. The root cause of insufficient collet engagement/holding capability was determined to be due to either the balloon shaft being locked at the incorrect position (such that the collet engages on the blue nylon portion rather than the steel stop sleeve), or the surface condition of the metal sleeve component on the balloon shaft was not optimal for the collet to grip on to it. Both factors can influence the capacity for the fine adjustment mechanism to function properly. The complaint for leakage was confirmed. During functional testing, a leak at the handle was identified and a balloon shaft fracture at the proximal stop sleeve bond was confirmed. The root cause of this failure was investigated as a part of a related CAPA. The primary root cause was determined to be the use of excessive force or bending during valve alignment process. Bending of balloon shaft at the proximal stop sleeve can break the joint. Bending is considered plausible during clinical use. Clinical usage scenario: user is inadvertently pulling the shaft past the yellow marker and bending the balloon shaft in during gross valve alignment. Bending while the yellow marker is visible stresses the proximal bond. A fsa (field safety notice) was distributed in february 2015, prior to this complaint event, containing additional instructions and troubleshooting measures to employ should the fine adjustment issue arise. This was distributed to edwards clinical specialists and tavr physicians who use the commander delivery system. In addition, the balloon shaft design has been improved to increase collet engagement forces. This design change was implemented after the manufacturing date of this complaint device.